Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate high control solution results. The user in reported that the quality control tests failed specification because the results fell above the specified range on the test strip vial. The reporter claimed obtaining control solution reading(s) of ¿102-138 mg/dl¿ with the control solution for the subject lot being 259 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.